Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test and data file review. The reported allegation was confirmed. The probable cause could not be determined post investigation. No additional event or patient information is available.